Manufacturer narrative:
Concomitant medical product: l311 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed an infection, with their whole implantable pulse generator (ipg) system explanted. A leadless ipg was placed five days later. No further patient complications have been reported as a result of this event.